Event description:
Affiliate reported that there appears to have debris under the sliding parts of the instruments. There was not report of patient injury or surgical delays.

Manufacturer narrative:
Upon completion of the investigation it was noted that these instruments are out of warranty as they are 12 and 20 years old. It was also noted that the instruments revealed wear throughout. In addition, the screws are not seated properly and the springs are bent, which is indicative that an attempt was made to disassemble the instrument. The moving mechanism is fully functional and smooth. There is no evidence of debris or accumulation that would contribute to sticking/poor function. Visual examination (using high magnification) of the internal surfaces of the shaft (at tip) did not reveal debris. These instruments slide freely within the entire shaft and are fully functional. These instruments are not recommended for disassembling for cleaning, as this can contribute to product malfunction. The cleaning processes outlined in the instruction for use should be followed to ensure proper instrument function and prevent damage. Based on the results of this investigation no further action is required. Trends will be monitored for similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.